Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was not confirmed via data. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and was 0 volts. A pairing test was performed and failed. There was no data in share to review. The probable cause was determined to be a defective transmitter. No additional event or patient information is available.